Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvéderm volux¿ xc in the cheek. Patient experienced "late onset reaction of a three centimeter swollen, red, tender, and slightly hard area of inflammation" approximately one and a half months post injection. Patient was treated with a medrol dose pack, cold compress, and keflex 250 mg by mouth every 6 hours for 5 days. Patient notified the injector 4 months later that they were taking an unknown steroid prescribed by another physician. Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used and tightened by hand.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.